Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction bolus via the pump address the elevated bg. The customer continued to use the pump for insulin therapy.